Event description:
A customer contacted global technical services (gts) regarding a disconnection that occurred on the homechoice (hc) unit during dwell 1. The home patient (hp) stated that one of his supply bags rolled off the table and fell on the floor. The supply line disconnected from the bag and the hp pressed stop and called baxter for direction. Gts assisted the home patient (hp) with ending therapy and restart with new supplies. No injury or medical intervention was reported.

Event description:
The lay user/patient contacted lifescan alleging that pc remains on the meter display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the patient regarding the supply bag falling off and disconnecting from the supply line. The patient confirmed that the incident occurred prior to connecting for therapy; not during the dwell as initially reported. The patient doesn't recall why the bag fell off the table and stated that he must've knocked it by accident. The patient stated that he started over with new supplies and resumed therapy without incident. The patient stated that everything was fine with therapy and reported no adverse event.